Event description:
A customer reported experiencing a cartridge alarm issue with their insulin pump, where the display showed a high blood glucose level, although the specific value was unknown. There was no adverse impact on the customer's blood glucose level, as they managed it through a correction injection. The customer did not require third-party assistance and continued using their current pump as a backup therapy while waiting for a resolution. Technical support confirmed the problem, decided to replace the pump with an upgraded model, and provided instructions for the customer to return the malfunctioning pump. The customer confirmed understanding and compliance with these instructions.